Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), flashing medtronic logo, unknown pump alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported a flashing medtronic logo on the screen that was not a single flash. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Flashing medtronic logo display due to severely corroded pcb1 board and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, and stained keypad overlay. The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display after battery installation. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during analysis. Cosmetic damage was confirmed at battery compartment during analysis. No damage to belt clip rails noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.